Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Returned test strips evaluated with defect found; black chemistry observed. Qc investigation on 3/4/2017 resulted in defect found and the event was determined to be reportable. Most likely underlying root cause of high control result is due to improper storage: strips left outside of vial for an extended period of time. Test strip UDI# (B)(4).

Event description:
Consumer complaint of e-2 error: sample not detected or using wrong test strip. The e-2 error occurred after the blood sample was absorbed. During the call on (B)(6) 2016, the customer felt well and did not report any symptoms. Medical intervention is not reported at the time of the call on (B)(6) 2016 as a result of the meter's readings. The product was not stored according to specification and was stored in the kitchen. The test strip lot manufacturer's expiration date is 06/30/2017 and open vial date was not four months past date first opened. Adverse event not reported at time of call on (B)(6) 2016.